Event description:
It was reported that the one bearing was missing after the cleaning process.

Manufacturer narrative:
Visual inspection of the returned tasp shim identified that only one ball bearing and associated spring were found missing. The ball bearing was not returned for review. The swage widths were found to be variable and minimal in some sections. Slight evidence of deformation of the swage in the distal/proximal direction was present. There were also some scuff marks on the bottom surface and dings and scuffs were present on the posterior edge. These devices are used for treatment. It was reported that the missing ball bearing was identified after going through the sonic cleaner, but the details of that process are unknown. An investigation found that sonic cleaning may be a contributing factor to the ejecting of the ball and spring from the persona tasp shims, and that a user need of the device to be able to withstand ultrasonic cleaning was not identified during development. Zimmer initiated a field action on 12/11/2014.

Manufacturer narrative:
This report will be amended when our investigation is complete.